Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by the customer that; clinician inserted 3 different 20g bd cathena IV catheters in 3 different patients and the safety backflow valve that prevents blood from leaking out of the end of the catheter after the stylet is removed did not work. Had leakage of blood onto the floor and patient. Verbatim: clinician inserted 3 different 20g bd cathena IV catheters in 3 different patients and the safety backflow valve that prevents blood from leaking out of the end of the catheter after the stylet is removed did not work. Had leakage of blood onto the floor and patient.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed.

Event description:
No additional information.